Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to beeping sound, upon interrogation device exhibited backup vvi mode. After a firmware download the device resumed normal function. The patient was asymptomatic and feeling well. No intervention was performed, the patient had only recalled having x-ray of lungs and shoulder. The patient will be followed normally with scheduled follow ups.